Manufacturer narrative:
No additional information is available. Once the device is returned and analysis completed, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to premature battery depletion. No adverse patient effects were reported. The ICD is being returned for laboratory analysis.